Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during anterior cruciate ligament surgery the screws broke during screwing. The broken off pieces have been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed, the device was returned broken in multiple fragment that are too damaged to be measured. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.